Event description:
Rptr indicated that pt experienced dysphagia, dyspepsia, and swelling of the soft palate and uvula necessitating that the device be programmed off. Symptoms improved once the device was programmed off. Device was later explanted. Good faith attempts to obtain more info have been unsuccessful to date.